Manufacturer narrative:
Patient 2: hematocrit: 37.1% in 2008. Medications: enoxaparin - 110mg/day. Patient 3: medical history: atrial fibrillation, cardiomyopathy, colon cancer, type 2 diabetes, obesity, hypertension, pulmonary embolism, anxiety, colectomy, renal insufficiency, turp. Hematocrit: 40.0%. Medication: coumadin - 5mg/day.

Event description:
Caller states that during a correlation study, the following coaguchek xs plus/laboratory results were obtained: 4.1 inr/3.1 inr; 6.8 inr/3.4 inr; 5.8 inr/4.1 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.